Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). Multiple attempts have been made to obtain additional information but no response was received.

Event description:
It was reported to philips that the battery for the device was faulty.